Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements of 25 ohms beginning at implant. It was noted that no defibrillation threshold (dft) testing was performed at implant per hospital policy. It was noted that the patient was small in stature. Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that the patient had undergone heart surgery a few days prior to implant of this system and had a high amount of fluid in the chest cavity, which, was felt to be the cause of the out of range measurements. An x-ray was taken and noted appropriate system placement/position. No changes were made and monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.